Event description:
It was reported during a laparoscopic vaginal hysterectomy when using the tsw35 stapler one of the reloads did not fire. A new tr35w was used and worked fine. The stapler was not kept for return, the tr35w only being returned. There was no consequence to the pt.